Event description:
It was reported that the pace/sense lead and the high voltage right ventricular (rv) lead exhibited small r waves. The high voltage rv lead was previously capped. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, no anomalies were found. The analyst commented that there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. (B)(4).